Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tap transabdominal preperitoneal. According to the reporter: malformed stapling occurred. Additional manual suturing was done. Oozing occurred. The fallen piece could not be retrieved. No tissue was damaged. Operative time was extended more than 30 minutes.